Event description:
During shift change report while reviewing invasive devices it was discovered that the tubing from l pleurx adapter had become dislodged from the connection point (item# 50-7245 pleurx lockable drainage line). Connector of the pleurx adapter was still attached to pleurx line, but there was a failure in the pleurx adapter itself as the tubing had become detached from the connector. New pleurx to atrium adapter placed.